Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The total color control module was ordered for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The total color control module was ordered for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported there was an error that causes a loss of mechanical ventilation. There was no patient involvement.